Event description:
A malfunction was reported by the customer related to their pump with serial number (B)(6). There was no reported impact on the customer¿s blood glucose level. Technical support was expected to follow up for troubleshooting and confirming the issue as necessary; however, no additional information was received regarding the outcome of the event.